Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "reported by (B)(6) (rn) and (B)(6) (cst), then when the cd001 was inserted into the abdomen through the trocar, that the bag fell into the abdominal cavity when the deployment ring was pushed in and was not attached to the metal deployment prongs/mechanism, and therefore did not open." Patient status - no injury.

Manufacturer narrative:
The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. Engineering determined based on the information received by the complainant that the likely root cause is use error. The hazard analysis was reviewed and determined that the risk associated with this incident is acceptable and the risk level remain the same. No corrective actions are warranted. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to FDA.